Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the meter was making a high pitch sound by itself and that it also had a small line through the screen. It was noted that when the battery was replaced, the meter went 'back to normal.' This complaint was initially not reported because customer service troubleshooting indicated that there was no malfunction of the product. In addition, there was no allegation of harm or injury as a result of the reported issue. On (B)(6) 2012, lfs completed device evaluation on the meter involved with this complaint. Investigation was not able to confirm the alleged complaint; however, an unreported issue was discovered during testing. The battery contacts appeared to be corroded. This complaint is now being reported due to the failed test results with the returned meter.